Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing noise with pocket manipulation. The noise was reproducible with isometrics. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported.